Manufacturer narrative:
H10 g - contact office phone number: (B)(6). E1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating a possible motor malfunction. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported. The device was sent to bench repair where it was confirmed that the blower stopped functioning intermittently. It was noted that the issue was caused by a faulty motor controller (mc) printed circuit board assembly (pcba). A replacement of the mc pcba is planned to resolve the issue.

Manufacturer narrative:
Bench repair replaced the motor controller board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.